Manufacturer narrative:
The manufacturer is currently testing the pump.

Event description:
The user reported that the pump stopped when the "run" key was pressed. No patient was involved in this case.

Manufacturer narrative:
The user reported issue was confirmed. The device was found to power itself off while running on a low infusion rate. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00080).